Event description:
The radiation technician reported that during an exam, when moving the tabletop in a forward direction, the table lifted up approximately 10 cm from the initial level on the foot side. The operator held the tabletop, and no patient injury occurred. The exam was completed successfully on the same system. Initial inspection of the device was completed by the ge field service engineer (fe). The fe noted that the screws fixing the safety locking plates on the rail were missing on both sides. The fe added screws and tightened them, which corrected system operation. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.